Manufacturer narrative:
The insulin pump was unable to prime during prime test, due to loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.